Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported seeing an elective replacement indicator (eri). The patient wanted to turn stimulation off because they were feeling it at certain moments. The device was indicated for lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.